Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2sbsh, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-sep-2024, UDI#: (B)(4). B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that patient had an orthopedic procedure about a month ago, caller do not know the specific detail of the orthopedic procedure but thinks its something to do with patient's shoulder. Caller reports immediately after the procedure, patient started to have their symptom returned. Caller reports pelvic xray was performed and confirmed the lead had dislodged and the ins has moved. Caller reports patient indicated the lead wire is now exposed. Caller reports patient is tentatively scheduled for replacement on (B)(6), but will move up the procedure as the lead wires are exposed. Reviewed the exposed wires are medical decision. Provided the case number to caller. Suggest sending system back to mdt for further analyze. Additional information was received from a manufacturer representative (rep). Received call from rep with update that the pt had device explanted (B)(6) 2023. Pt did not have a different ins implanted during that procedure. Caller stated they had the expl anted device and mailer kit. Agent instructed on pertinent information to include on mailer kit forms. Caller also had photos they wanted attached to this case. Agent sent email from this case and instructed caller to reply with attached photos.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was unknown if the device was causal or contributory with respect to the orthopedic procedure for patient's shoulder. X-ray was taken. The device was taken out.

Manufacturer narrative:
H3 product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128 lot# va2sbsh serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.